Event description:
Customer called to report the pump had a no delivery alarm. It stated that the reservoir from the unit, and the alarm continued. Troubleshooting was performed. Unit alarmed immediately. Device was not dropped, bumped, or exposed to moisture. Also stated that the lead screw was clean, the spring clip was down, and the batteries were fresh in the pump.